Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking sensation following a x-ray, while at a movie theater, and while driving. The pt's cell phone was near the neurostimulator at the time. The pt's magnet read switch was enabled. It was further reported that the pt's stimulation turned off following exposure to a theft detector/security gate. On a separate occasion, the device turned back on and was set at the factory settings. There was no known related incident or accident reported. No info was provided to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be sent if add'l info becomes available.